Manufacturer narrative:
Investigation was completed on a smiths medical level 1 hotline low flow systems -hl-90. Complaint was verified leaking water at the tank. The device was under warranty back in (B)(6) 2019 and the same complaint was identified. During evaluations and testing when filling tank, the leaking was identified by a crack in the enclosed by the drain fitting. The physical condition of device found a stained and cracked by drain fitting and pole clamp was broken. Summary of listed repairs included : replaced enclosure due to cracking and leaking, markings and small cracks by drain fitting, replaced both covers due to stains and markings, replaced line cord due to wear and replaced pole clamp due to broken component. Device was tested and past all functional testing. The DHR did not reveal any issues with device prior to release.

Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 leaks water. Unknown if patient involvement. No adverse events reported.